Event description:
It was reported that the centrifugal pump controller display showed a negative and positive readings without it being attached the circuit and the central control monitor (ccm) numbers do not match. The customer swapped out a flow sensor with a known good sensor, there was no change in output. They suspect a faulty controller board. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service rep (fsr) determined that the flow module was causing the erroneous readings on the ccm and centrifugal control display when nothing was attached or centrifugal pump running. The fse replaced the flow module and the issue went away. The unit operated to MFR specs and was returned to clinical use. Software data logs were downloaded and sent to the MFR for further eval.